Manufacturer narrative:
Reason for reoperation: rupture; "evidence of silicone within the left axilla and left axillary lymph nodes" device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations. Additional, changed, and/or corrected data: b1, b3, b5, b6, d9, h3, h6, h11.

Event description:
Patient reported left side rupture and healthcare professional later reported "rupture" confirmed via imaging. Healthcare professional later reported "evidence of silicone within the left axilla and left axillary lymph nodes." The device has been explanted and replaced.

Event description:
Patient reported left side rupture and healthcare professional later reported "rupture" confirmed via imaging. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.